Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed with the returned modular cable (lot # 8726853). The returned modular cable did not pass electrical measurements. The modular cable was dissected, and visual inspection confirmed damaged underlying wires approximately 11 inches from the in-line connector end. Visual inspection revealed the conductors in the red wire was confirmed to be damaged and root cause of the reported driveline power fault alarm. The damaged underlying wire is consistent with data captured in the periodic log file, which captured the reported alarm on (B)(6) 2024 at 14:18:21 and remained thereafter a root cause that led to the damage wires could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an active driveline power fault alarm. Log file analysis confirmed the alarms. It was recommended that the modular cable and the system controller were exchanged. The modular cable was exchanged, and the alarms resolved.

Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.